Event description:
It was reported that during a case the anspach was not pumping irrigation to the handpiece. When the foot pedal was pressed, the rollers were moving, but irrigation was not flowing out. The irrigation tubing was also properly routed through the pump. Manual irrigation was used to complete the procedure. No surgical delay or patient injury reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was returned. Functional test of the returned anspach console irrigation passed. The irrigation worked as expected; it produced a flow of fluid through the tube which increased as the irrigation level was increased. The reported event could not be duplicated. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified no prior similar events. This failure mode will be trended to assess for any necessary corrective actions. The navio system for unicondylar knee replacement (ukr) user's manual (pn 500054 rev b) released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and pump for irrigation. This failure is an identified failure mode in the risk assessment. We were not able to confirm there was a relationship established between the reported event and the device. The root cause for the reported issue was no problem found as the device passed functional testing.